Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n222926003, serial# (B)(6) implanted: (B)(6) 2009. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot# (b()6), ubd 2011-08-31, UDI# (B)(4). H3 ¿ analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Analysis of the catheter found ¿catheter body ¿ broken¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving compounded baclofen (0.5 mg/ml at 0.375 mg/day), bupivacaine (28 mg/ml at 21.028 mg/day), and clonidine (260 mcg/ml at 195.26 mcg/day) via implantable infusion pump. It was reported that the patient was experiencing withdrawal symptoms. The pump was read which showed a motor stall was occurring. There were no known factors that may have led or contributed to the issue. The patient had not had a recent MRI or been around emi that the patient was aware of. The pump was replaced; however, the patient's catheter broke while the physician was replacing the pump. The sutureless pump connector was replaced. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.